Event description:
On (B) (6) 2009, this pt was repaired with (B) (4) study gore tag thoracic endoprostheses for treatment of a thoracic aneurysm via 10 mm dacron graft conduit access in the left femoral artery and left common iliac artery. After the device placement, two successive gore tri-lobe balloons were difficult to deflate. The first one was punctured by the physician to remove the device while the second was removed without add'l problems. The pt tolerated the procedure and is in stable condition. Both devices were returned to gore.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records verified that the lot met all pre-release specifications. Please note add'l device related to this event. (B) (4).